Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 29. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and inflammation. No further patient complications were reported.